Event description:
Emergency medical service personnel were attending to a patient in cardiac arrest, down for unknown period of time. The patient was countershocked and it was reported that a muscular reaction and a spike on the electrocardiogram trace were observed; however, allegedly the monitor displayed an energy not delivered message. When the final shock was delivered the reporter observed an electrical arc coming from the device. The patient was transported to the hospital. There were no adverse effects reported to the patient as a result of the alleged malfunction.